Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and therefore the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's mother) reported that on (B)(6) 2016 the customer's adc blood glucose meter would not turn on with the button or test strip. The customer experienced symptoms of "vomiting, sleepiness, feeling sick," and was taken to the hospital. The customer was diagnosed with hyperglycemia, and treated with insulin. No readings were provided. The caller stated that the customer was "close to diabetic ketoacidosis" (dka), because they were unable to monitor her ketones with their meter. No further treatment was reported.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.